Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged and had scratches on the casing of the insulin pump, had been changing batteries very frequently, had found that when he was blousing from the insulin pump it did not give out the correct dose, the insulin pump gave him a motor error and he had to go back in and rewind the insulin pump again before it would deliver. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window and cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No charge/battery anomaly were noted. Unit passed basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform excessive no delivery test, displacement accuracy test and occlusion test or verify motor error and possible under delivery due to prime anomaly. Device was downloaded to carelink pro properly noted. (B)(4).

Manufacturer narrative:
Device received with minor scratches on lcd display window and cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No charge/battery anomaly were noted. Device passed basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform excessive no delivery test, displacement accuracy test and occlusion test or verify motor error and possible under delivery due to prime anomaly. Device was downloaded to carelink pro properly noted. (B)(4).